Event description:
It was reported that the neurostimulator and lead were replaced due to a "corroded lead." Results had been good and the pt's retention issues had resolved.

Manufacturer narrative:
(B)(4).